Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarm was confirmed through baxter's functionality testing upon power up, but was unable to be reproduced through further testing. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
During baxter's functionality testing, a spectrum pump alarmed door not fully latched. There was no patient involvement.